Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that the pump had a short battery life with a new battery lasting four days. Reportedly, the battery cap was worn and the battery compartment had stripped threads. The battery appeared to be ¿rusty.¿ this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4). 2014 with the following findings: during investigation, a review of the pump¿s black box showed multiple low battery warnings and multiple replace battery alarms had occurred. There was evidence of short battery/excessive battery usage observed in the black box. The pump powered on with the returned battery cap. The battery cap was unable to fully tighten to the pump. Multiple cracks were found in the battery compartment and evidence of moisture contamination was found inside the battery compartment. A power loss was not observed during testing. The pump current draws were found to be within specifications. A leak test showed a leak at the battery compartment crack. The pump case was removed and no evidence of additional moisture or loose components was observed inside the pump. Unrelated to the complaint, evaluation revealed a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.